Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box verified the pump time and date reset to default after a pump reboot. The time and date reset was duplicated by removing the battery for six hours and then reinserting it. The bt1 component was found to be leaking. Unrelated to the time and date issue, the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's time and date. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.